Event description:
Meter name: one touch ultra, strip name: one touch ultra, meter code: unk, strip code: unk, strip storage: unk, symptoms: unk, the pt felt high. A pt reported they were not able to get a reading, had to guess on medication or not medicate at all. Their meter allegedly would only prompt er2, er4, er5 and apply sample. Not able to get a blood reading on the meter. Meter was not compared to any other equipment. Treatment was unk. No further info has been reported.